Event description:
It was reported that while the customer was trying to input information into the insulin pump the numbers were scrolling up on their own. The customer's blood glucose was 18.0 mmol/l, which was treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.